Event description:
It was reported that during a lead revision, this pacemaker and right ventricular (rv) lead exhibited lead to header insertion issues, noise, and no capture. During the revision, noise and out-of-range pace impedance measurements were observed when connecting the new lead to the old pacemaker. The new rv lead was re-tested on the pacing system analyzer (psa), and it was determined that there was a rv port anomaly on the old pacemaker. The old right ventricular (rv) lead also exhibited increasing threshold and pace impedance measurements. It was noted that the patient had been pacing a high percentage of the time due to a slow underlying rate. This right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.